Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 for falls and seizures. Per the nurse no one knew the patient had a pump. The pump was used to deliver fentanyl, hydromorphone, bupivacaine and baclofen. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).